Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of being hospitalized for diabetic ketoacidosis and high blood glucose of 900 mg/dl. Customer indicated that the pump was not delivering insulin and alarmed excessive no delivery alarms. Customer declined high blood glucose troubleshooting. Customer was advised to call back if any further issues with the pump.